Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 28 mmol/l, 18 mmol/l, and 12 mmol/l. Customer tested 10.4 mmol/l on her one-touch system and adjusted therapy based on that result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged the customer obtained the results of 24 mg/dl and 63 mg/dl back to back within 10 minutes on the advantage system. Reporter was feeling hypoglycemic symptoms and ate dinner after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.